Manufacturer narrative:
Although complaint could not be replicated during troubleshoot testing, the complaint was confirmed through the engineering logs. The device failed to charge while placed on the charging pad. As this issue is likely related to a fault in the mainboard power circuit, the mainboard will need to be scrapped.

Event description:
It was reported that an ilet device exhibited rapid battery depletion, with charge decreasing from 90% to 50% within approximately 15 minutes, and logs were reviewed to verify the behavior. Symptoms included no adverse clinical effects, no alarms, and no alerts. Outcomes included no impact to health and no hospitalization. Investigation included review of device logs and user-led troubleshooting and education. Investigation of this case revealed a suspected battery performance issue related to the device power system, with no evidence of alert or alarm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely a device battery performance problem.